Event description:
It was reported that the device was used during a left hepatic lobectomy, the device cut, but the staple line was incomplete near the end of the line and an area off to the side. The case was completed with 5-0 prolene suture. There was no consequence to the pt.